Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case and pillowing keypad overlay. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm or pump error 23 noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had post-reset ram crc alarm and the reservoir ring was damaged. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had occlusion alarm during priming. The insulin pump will be returned for analysis.